Event description:
Pt was to undergo a bilateral tubal ligation using the conceptus essure product. The system used on te left fallopian tube failed. The spring broke, leaving parts of the spring inside the fallopian tube and part of the wire hanging out of the fallopian tube. The surgeon successfully extracted the pieces of the spring, but not the wire. The pt was re-draped, prepped, foley inserted for a laparoscopy and tubal ligation with the kleppinger unit. As tension was held on the fallopian tube by an assistant surgeon, the primary surgeon went in vaginally and removed the wire from the tube.